Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery. The device was removed without issue from the anatomy. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was reported that the device would not be returning for analysis; however, the device was returned for evaluation. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 2.5x15mm xience xpedition stent delivery system (sds) failed to cross the lesion and the proximal shaft separated. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Three new xience xpedition sds were used to successfully complete the procedure. There was no additional information provided.